Event description:
It was reported that during unpacking a compromised seal and packaging damage was observed. While unpacking devices to place into inventory, it was observed that the white tab closure on the outside packaging of the polarcath balloon catheter was opened and the packaging had a hole in it.

Manufacturer narrative:
The catheter was received still intact with the catheter packaging box. Visual inspection of the catheter showed that the box label was opened on the packaging box. There is a triangular shaped hole on the back of the box about 20 mm x 40 mm x 30 mm in size. Similarly, there is a slit about 13 mm long in the pouch where the hole was located in the packaging box. The pouch seal on the catheter was still intact, however the sterility of the catheter was compromised by the damaged pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)